Manufacturer narrative:
A video of the reported issue was sent to medtronic for evaluation. It was reported that the flickering dialogue boxes are the expected behavior from the navigation system when certain exams are loaded. Once loaded, the behavior stops. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure, the software of the navigation system was flickering when moving from registration to navigation. Switching back into registration and navigation one more time resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.